Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture at maximum outputs and impedance measurements greater than 2500 ohms. During the revision procedure a lead fracture in the subclavian area was observed. Due to the age of the patient, the physician felt a lead extraction would be a higher risk procedure, thus the decision was made to surgically abandon the existing lead and place an additional rv lead in the apex. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.